Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Based on additional information received on november 27, 2018.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a malignant tumor which compresses the airway during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician clamped the green stent retention suture with a clip to adjust the stent, and the stent retention suture was fractured. Reportedly, the stent was still on the delivery system when removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. ***additional information received on november 27, 2018*** according to the complainant, the stent was fully deployed at an incorrect position, which prompted the physician to use a clip to adjust the location of the stent.

Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of stent suture broken. Problem code 3009 captures the reportable event of stent positioning issue. Block h10: an ultraflex tracheobronchial covered stent was received for analysis; the delivery system was not returned. The stent was received deployed and expanded. Visual examination of the returned device found one of the green stent retention suture was detached from the stent and it was not returned. The stent was measured to be within specifications. No other issues with the device were noted. The investigation concluded that the detachment of the green retention suture was most likely due to device manipulation and possibly the application of excessive force during the attempt to reposition the stent with the clip. The retention suture is not intended to be used for repositioning; therefore, the most probably cause of the retention suture break/detachment is unintended user error caused or contributed to the event. The stent positioning issue was most likely due to anatomical or procedural factors such as lesion characteristics, tortuous anatomy, handling of the device, techniques used by the user, and normal procedural difficulties encountered during the procedure, which may have affected the device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a malignant tumor which compresses the airway during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician clamped the green stent retention suture with a clip to adjust the stent, and the stent retention suture was fractured. Reportedly, the stent was still on the delivery system when removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. According to the complainant, the stent was fully deployed at an incorrect position, which prompted the physician to use a clip to adjust the location of the stent.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a malignant tumor which compresses the airway during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician clamped the green stent retention suture with a clip to adjust the stent, and the stent retention suture was fractured. Reportedly, the stent was still on the delivery system when removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.